Manufacturer narrative:
The type of investigation coding has been updated.

Manufacturer narrative:
The coaguchek inrange serial number is (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek inrange compared to an unknown laboratory method. The patient's therapeutic range is 2.5 inr to 3.5 inr. The result from the meter was 2.5 inr. The result from the laboratory within 3 hours was 1.9 inr.